Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue of "low flow during volume testing," was not reproduced. The device was tested for flow rate accuracy and did not under deliver. Rather the device was found to over deliver by 10.28% accuracy error. A review of the event history log was performed however no conclusions could be drawn as no event date or test parameters were provided and details of pump and IV set up cannot be determined through the log. The reported condition was not verified. No pump correction is required for the reported issue however the pressure plate travel requires adjustment to address the over delivery of 10% that was found during service testing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had low flow during volume testing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.